Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 and re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient also was experienced extrusion of the receiver/stimulator. Additional information has been requested but has not been made available as of the date of this report. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced intermittent connection to the device. It was also reported that the patient underwent three revision surgeries for unspecified reasons (specific dates not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on december 10, 2024 was filed inadvertently. There was no revision surgery performed.